Event description:
It was reported that cartridge did not fit properly on pump and did not fully snap into place. There was no adverse impact to the customer¿s blood glucose level. Customer inspected pump and pneumatic tap area, removed loose o-ring and cleaned area, then discarded damaged cartridge, filled and attached new cartridge, followed on-screen instructions, and successfully completed load process and resumed insulin.